Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 137 mg/dl. Upon follow up, the customer indicated that the battery began to deplete within normal parameters and that no additional assistance was required.